Event description:
Device dumped the electrical charge on two separate times during defibrillation attempts when the shock button was pushed and again one time during synchronized cardioversion when the shock button was pushed. It did function correctly for multiple other electrical therapies during the resuscitation. This was evident during the resuscitation and was discovered after the medical program director was analyzing the code stat analytics software.